Event description:
The customer reported that during a myomectomy, a piece of the active blade disengaged and fell into the patient cavity. The piece was recovered and there was no patient injury. The surgical team installed a new dissector onto the system and successfully completed the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.